Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no activity related to the complaint observed in the black box or download history. A low cartridge warning occurs at 12:25 am on (B)(6) 2011. The low cartridge warning was unconfirmed until a replace battery alarm occurs at 2:10 am. The battery was not returned with the pump for investigation. The battery compartment and cap are intact with no physical damage or evidence of moisture ingress observed. The pump powered on normally and was exercised for 4 hours, no overheating or alarms were duplicated. The pump electrical current draws were tested and found to be within specifications. The pump was opened; no evidence of moisture ingress was found. The power flex, battery connections and internal components were tested for intermitting conditions; no defects were found. The complaint regarding pump and battery overheating could not be duplicated during investigation.

Event description:
The patient contacted animas to report that the pump and battery were very hot to the touch. The patient denied any injury or burns to the skin. The patient claimed she replaced pump's battery. The patient denied corrosion in battery compartment.